Event description:
It was reported by the patient that all of the indicator lights on the monitor were lit up all at once. The power source was removed from the monitor, but this attempt to "reset" the monitor was not successful. The monitor was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) was returned. Analysis found that the device failed the incoming visual/functional test, that all led lights turn on at power-up but are not flashing. Corrosion and contamination were present on the printed circuit board assembly.